Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. An off label technique (candy plug technique) was observed during the procedure. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent an endovascular procedure using a conformable gore® tag® thoracic endoprosthesis to repair a debakey iii chronic aortic dissection. The ctag device was deployed as intended at the descending aorta in the true lumen and covered an entry hole with no issues. As angiography showed retrograde blood flow from multiple re-entry holes including ones located around the abdominal branches, which disabled stent graft to be implanted around the area and cover the holes, it was decided to utilize candy plug technique (off label use), and implant a gore® excluder® aaa endoprosthesis aortic extender component ((B)(4)) with modification and a vascular plug in the false lumen to prevent the retrograde blood flow going proximally. The right renal artery obtained blood from the false lumen, and therefore the candy plug was planned to be implanted proximal to the right renal artery so that the retrograde blood flow could go to the artery. Before insertion into the patient, the physician put a few stitches with a surgical suture to the aortic extender component in the middle, and made a slightly bigger loop than the diameter of the constrained device in a way that the device stayed within the loop, so that upon deployment the loop could reduce the diameter in the middle of the device for a vascular plug to stay. It was reported that the aortic extender with the reduced diameter was deployed with no issues; however upon removal of the delivery catheter, it was observed that, as the diameter of the loop was too small, the leading olive was unable to pass through the device in the middle. After several unsuccessful attempts to remove the delivery catheter, the physician elected to intentionally separate the leading end (leading olive and a portion of the shaft) from the delivery catheter by holding the leading end with the tip of an introducer sheath and then pulling the delivery catheter forcibly. This caused the leading end to be separated and remain in the patient. A coil embolization was performed to hold the separated leading end to stay within the false lumen, and then the middle of the device was closed with a vascular plug. Final angiography showed no retrograde flow to the proximal portion of the false lumen, and sufficient retrograde blood flow to the right renal artery. As for the leading end remaining in the false lumen, the physician decided to monitor the patient, as the leading end stayed at the false lumen which would eventually be thrombosed. The patient tolerated the procedure.